Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was unable to display the battery voltage. This is a result of a bit being flipped in the device memory and that initializing data again would address the issue. The device will be reprogrammed. No patient complications have been reported as a result of this event.